Event description:
It was reported there were 2 pods (lot number: pd1c09132151) which the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was worn on the abdomen for less than an hour and no adverse patient impact was reported. Please see below for the related complaint associated in this reportable submission: (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported failure could not be determined.